Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicated. A field service engineer logged into station checked adapter settings, data receiving but not transmitting, checked the configuration, checked the cable, changed the cable but not resolved, changed the network setting to auto configure, connected to server with a different internet protocol address, used nutshell to turn auto configuration off, now communicated to server the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating, was in disconnected mode, and appeared offline in remote smart service (rss). The customer attempted troubleshooting by rebooting the station and checking the ethernet cable; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.